Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 35 mg/dl at the time of the incident. The customer had over bloused for a high carb meal. The customer was at 157 mg/dl at the time of the call. The customer was given food and glucose gel to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and the customer will discuss the issue with their doctor. The insulin pump will not be returned for analysis.